Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a y-type blood/solution set "fell off" when "the male luer cap was removed". This issue was identified during unspecified process step. Patient involvement and medical injury was unknown. No additional information is available.